Event description:
It was reported that this system, with an implantable cardioverter defibrillator (ICD) and right atrial (ra) lead, recorded a signal artifact monitoring (sam) episode due to oversensing related to the respiratory rate trend (rrt) feature signal on the right atrial channel. In addition, high out of range pacing impedances were observed. Technical services was consulted and noted that the device was recently implanted. Ts indicated the issue could be related to a fracture ra lead or connection challenges, which would need to be addressed during an in office evaluation. This system remains in service. No adverse patient effects were reported. Additional information was provided by the field representative. The patient was identified as a twiddler, which resulted in ra lead dislodgement. The right ventricular (rv) lead exhibited low impedance and a high capture threshold. Out of caution, the clinical team elected to replace the rv lead as well, while this ICD remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Gfe sent for follow up about corrective actions. If information is provided in the future, a supplemental report will be issued. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the description for more information regarding the specific circumstances of this event. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of mv/rrt noise or oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of design inadequate for purpose.

Event description:
It was reported that this system, with an implantable cardioverter defibrillator (ICD) and right atrial (ra) lead, recorded a signal artifact monitoring (sam) episode due to oversensing related to the respiratory rate trend (rrt) feature signal on the right atrial channel. In addition, high out of range pacing impedances were observed. Technical services was consulted and noted that the device was recently implanted. Ts indicated the issue could be related to a fracture ra lead or connection challenges, which would need to be addressed during an in office evaluation. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Gfe sent for follow up about corrective actions. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Gfe sent for follow up about corrective actions. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system, with an implantable cardioverter defibrillator (ICD) and right atrial (ra) lead, recorded a signal artifact monitoring (sam) episode due to oversensing related to the respiratory rate trend (rrt) feature signal on the right atrial channel. In addition, high out of range pacing impedances were observed. Technical services was consulted and noted that the device was recently implanted. Ts indicated the issue could be related to a fracture ra lead or connection challenges, which would need to be addressed during an in-office evaluation. This system remains in service. No adverse patient effects were reported. Additional information was provided by the field representative. The patient was identified as a twiddler, which resulted in ra lead dislodgement. The right ventricular (rv) lead exhibited low impedance and a high capture threshold. Out of caution, the clinical team elected to replace the rv lead as well, while this ICD remains implanted and in service. No additional adverse patient effects were reported.